Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen was responsive; however, the key alignment was slightly off centered. The device touchscreen was recalibrated and the key alignment was centered. During testing contamination due to fluid ingress was noted on the bottom of the touchscreen. The probable cause of the customer reported event was due to fluid ingress which altered the characteristics of the touch screen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.